Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging an unknown issue with the subject meter. The reporter alleged that they were unable to get a reading with the subject meter and stated that the instructions were not very clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.